Manufacturer narrative:
The reported field event of premature depletion was not confirmed in the laboratory. The device was tested on bench and no anomalies were found. The device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that due to exposure to cold weather, the implantable cardiac monitor was artificially implanted to evaluate the battery. The device battery appeared normal and the device was disabled. On (B)(6)2019, a repeat interrogation indicated 90% battery longevity remaining. It is unknown if this anomaly is due to a diagnostics issue or due to premature battery depletion. The device was not used.